Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 2.8 x 16 graftmaster stent delivery system did not cross for treatment of a perforation that occurred in the mid circumflex. Two non-abbott stents were deployed successfully and the perforation was sealed. There were no adverse patient effects or clinically significant delay in the procedure due to the failure of the device to cross. The final outcome for the patient was good. No additional information was provided.